Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a functional end-to-end colectomy. The nurse connected the reload to the handle with no problem. While the surgeon was attempting to perform the ileocecal resection, he clamped the tissue and tried to fire the device but could not. Another device was used to complete the procedure. No patient injury or extension in surgical time. Patient status is no problem.